Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that his one touch 2 meter did not turn on. The medical surveillance specialist (mss) spoke with the patient six days later and received additional information included below. The patient told the mss that he takes insulin based on his blood glucose readings. At bedtime three nights ago, the patient attempted to test with the subject product and the meter did not turn on. The patient told the mss he had never seen the low battery indicator display on the meter. The patient said he guessed at how much insulin to take prior to going to bed because he was unable to test his blood glucose. At around 2:00am, the patient said he woke up shaking and shivering. He treated himself with food and drink. The customer service representative (csr) documented that the patient did not have a replacement battery. The patient's products were replaced. This complaint is reported because the patient alleges that the lfs meter did not turn on and he was unable to test his blood glucose. He claimed he guessed at the insulin dose he should take and afterward experienced symptoms suggestive of hypoglycemia, which he self-treated with food and beverage.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.